Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed an alert 69 for algorithm data parity and a malfunction, which cleared after a restart as advised, with no backup therapy used and blood glucose peaking at 303 mg/dl and remaining outside 70¿180 mg/dl for approximately seven hours. Symptoms included hyperglycemia and thirst. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device consistent with the reported malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient device malfunction that resolved with restart.